Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose in the last 1 to 2 weeks of between 300 to 400 mg/dl. Customer also indicated that there are occasional lows as well. Troubleshooting found that the customer's doctor recently changed the pump settings and the customer would like the settings lowered. Troubleshooting assisted the customer with this. Customer declined troubleshooting for high and low blood glucose as it may be due to the basal settings and not the pump.